Event description:
Device did not function as expected. It was reported that the surgeon was not able to seat the alumina insert into the shell. It was also reported that another insert was opened and implanted without incidence.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope fo this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 54 events associated with this event type (device did not function as expected and product code (B) (4)).